Event description:
Patient experienced wound dehiscence status post achilles tendon repair with orthadapt augmentation. Approximately eight weeks post-repair, the graft was explanted.

Manufacturer narrative:
The case assessment based on the provided information was unable to determine the cause of the event. Multiple cultures taken tested negative for growth. Neither the product or the product lot number was provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.